Event description:
Customer stated, "she was laying in bed with the pad on top her. She then felt like little shocks. She looked at the pad and saw sparks coming out and she quickly unplugged the pad." The product was returned for investigation. The product was approx. 31 years and 1 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found a break in the cord near the switch. The break led to the sparks the customer described. The failure was due to normal wear and tear.